Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and pelvic inflammatory disease ('possible acute pelvic inflammatory disease') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, low back pain, cholecystectomy, umbilical hernia repair, syncope and stress incontinence, female. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depession") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury related to essure: yes") and vaginal infection ("vaginal infection"). The patient was treated with surgery (robot assisted total laparoscopic hysterectom and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and vaginal infection had resolved and the pelvic inflammatory disease, depression, anxiety and psychological trauma outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for abdominal, dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection essure insertion date provided as (B)(6) 2006 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: mr received : event "possible acute pelvic inflammatory disease", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury related to essure: yes") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and vaginal infection had resolved and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for abdominal, dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection essure insertion date provided as (B)(6) 2006 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received - events: "abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, vaginal infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and pelvic inflammatory disease ('possible acute pelvic inflammatory disease') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, low back pain, cholecystectomy, umbilical hernia repair, syncope and stress incontinence, female. Concomitant products included nsaids since september 2010 and paracetamol (acetaminophen) since september 2010. On (B)(6) 2010, the patient had essure (ess205) inserted. In october 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury related to essure: yes"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complications"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, vaginal infection and urinary tract infection had resolved and the pelvic inflammatory disease, depression, anxiety, psychological trauma and post procedural complication outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection, urinary tract infection. Essure insertion date provided as (B)(6) 2006 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event¿ urinary tract infection and post procedural complication¿ was added. On 5-may-2020: plaintiff information form received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depession") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fu: (B)(6) 2019, insertion date: (B)(6) 2010. Plaintiff did not undergo essure conformation test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received- events¿ abnormal bleeding (vaginal/ menorrhagia), depression, mental anguish¿, reporter, patient demographics, concomitant drugs were added. Event ¿pelvic pain¿ outcome was updated to recovering/resolving. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.